Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an alert for backup vvi mode due to possible merill.net transmitter. The device download was performed successfully.